Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The patient stated that there was air in the cassette. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, a root cause was not identified. Similar reports have been received by baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2201 which occurred on the homechoice (hc) during dwell 1 of 4. The baxter technical service representative (tsr) instructed the cg to cycle power to clear the alarm. The tsr instructed the cg start over with new supplies. On (B)(6) 2011, product surveillance spoke with the cg who stated therapy resumed after starting over with new supplies. The cg stated that there was air in the cassette. The cg confirmed the nurse was notified of the incident. The cg stated nothing unusual was noticed with the cassette. The cg stated that the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.